Event description:
Manufacturer report number 800273 received. Suspect device was used on a patient who entered the hospital for elective thyroid cancer surgery. The patient was on extraneal treatment since 12/2003 and treated with insulin knowing the device should not be used for finger stick blood glucose testing.